Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0357383v, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: lead. Product ID 748966, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: extension. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 748966, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Additional information received from the healthcare provider via a manufacturer representative reported that the lead impedances were out of range. The device was explanted and the patient was sent for an MRI to assess their needs. The device may or may not be replaced based on the MRI results. The patient status was listed as "alive - no injury" at the time of the report.

Event description:
It was reported that the patient experienced a lack of therapeutic effect. The device "worked fantastic" and the patient was able to get off his pain pills. The device then began to "act funny." The patient met with a manufacture representative and the device began working again "for a little while," then stopped altogether. It was reported that the device was "okay" but the leads were damaged. The patient was reportedly told that there was nothing else they could do except "surgically revise the implant." It was noted that these events took place 6 or 7 years ago and that the patient had been in pain ever since. It was further reported that the patient started to get progressively worse "since last year." The device was implanted above the waistline and they had done a laminectomy cutting part of bone out of his neck and ran the leads down to the spinal cord. The reporter stated that he thought, by the way the leads went into the spine, that there was a break in the leads. It was reported that the patient was getting "real bad pain where the wires are, the wires are very noticeable, and it has been swelling up." It was noted that the patient had the pain of the wires along with his original pain; and that the pain was so bad that the patient "had to take ambien to sleep." It was further noted that this was affecting his entire life and he does not want to get back on his pain medication. Later that day it was reported that after the device was implanted it "had been a nightmare." The device reportedly stopped working after two years. It was noted that there were two reprogrammings done by a manufacture representative and "it stopped working." It was further reported lead is creating a lot of pain and that the "place where the wires go" has swelled up. It was stated by the reporter that "since the leads were defective there should be some way to take care of this." Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 3998, lot# j0357383v, implanted: (B)(6) 2004, product type: lead. (B)(4).